Event description:
It was reported that the patient developed a hematoma around the pocket and a hematoma evacuation procedure was performed. During the procedure the device was removed from the pocket, the leads removed from the device and tested with the analyzer and reconnected to the device. The device was then reinterrogated after it was placed back into the pocket. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).